Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) reached out to the clinical sales representative (csr) and was informed that the issue was resolved after a power cycle. The fse reviewed the logs for related errors. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer reported that the surgeon aborted their case earlier that day because the surgeon side console (ssc) froze up due to a message stating the surgeon could not adjust the head rest. The system was power cycled after the case and high-resolution stereo viewer (hrsv) was free to move.